Manufacturer narrative:
Complaint confirmed. Visual evaluation of the returned ar-4068c revealed that the crescent tip of the suture lasso had broken off prior to receipt for investigation. Complainant's event is most likely caused by leveraging the device against hard bone or another instrument.

Event description:
It was reported that, while piercing through the labrum with the ar-4068c in a shoulder labral repair procedure, the tip of the suture lasso broke off in the labrum near the base of the biceps. This occurred while the surgeon was attempting to pass the last suture. The surgeon made an additional portal and was able to efficiently and fully remove the broken piece. The procedure was completed, and an additional surgery is not required. This occurred during the initial/first time use of the device.